Manufacturer narrative:
Eval results, conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
A pt was having an x-ray exam when a "generator not available" error occurred on this x-ray system. The pt was not injured.